Manufacturer narrative:
Sections with additional information as of 26-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause; mlc-006 use/storage-use of exp prod.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2020 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.